Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that in a cardiosave intra-aortic balloon pump (iabp) upper lcd has a row of bad pixels. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge field service engineer (fse) found that the cardiosave intra aortic balloon pump (iabp) had a line of bad pixels on the lower 1/4 of the upper lcd. In order to fix the issue, the fse replaced the display top lcd display. The unit passed all tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part with a reported unit failure of the lcd having a row of bad pixels. The fat performed a visual inspection and found the part to be in good condition. The fat installed the lcd in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. Confirmed the part had a row of dead pixels. See attachment. No root cause identified. Retaining the part in the failure analysis and testing department per procedure. Getinge field service engineer (fse) found that the cardiosave intra aortic balloon pump (iabp) had a line of bad pixels on the lower 1/4 of the upper lcd. In order to fix the issue, the fse replaced the display top lcd display (0160-00-0127). The unit passed all tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.